Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that she had problems with the device not working properly that she noticed at her post-op follow up appointment. She stated that the device had flipped out of place and half the device was pointing out and pushing up the skin in the area. When she pointed out that this was going on at her follow up appointment they told her that it was normal for the device to be that way and to wait it out and it would settle down. The patient stated that she was upset because she had complained about it then but the nurse and the healthcare professional (hcp) had blew it off and now it had gotten worse. The patient stated that the device has not yet settled down and she was now told that she needed a revision surgery to reseat the device and have it repositioned to the front of her stomach. The patient stated that she had a medtronic device and a competitor device and the hcp told her that she had an appointment coming up on the (B)(6) and they needed a manufacturer representative (rep) to check the implant to verify what was going on with the device so that when the doctor revises it he won't have to do any additional work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.